Event description:
Report received of air entering the syringe of a monitoring kit. Reportedly, the physician noted a "significant amount of air" entering the syringe when contrast media was drawn into the syringe. The monitoring kit was exchanged. The physician reported the same occurrence with the second kit. It is unk what measures were taken to complete the procedure. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.